Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
See (B)(4) for the over delivery notification. The customer reported via phone call that their insulin pump is not delivering insulin as she gave a 10 unit bolus while their blood glucose levels were at 248 mg/dl and after a few hours, they only went down to 224 mg/dl. The customer¿s blood glucose level dropped to 186 mg/dl at the time of the incident. The customer was stressed and noted it as a possible cause of their highs. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.